Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2018-00629. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months. Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of lvad fault alarms, a specific cause for the events could not be conclusively determined through this evaluation. Per the hm3 engineering team, the perception of corrupt values may have contributed to the lvad fault alarms and intermittent zeroing of pump parameter values. Although the system controller recorded pump speed, flow, and pi values of 0, there was likely no interruption in support during these events. However, a specific cause for the events cannot be conclusively determined through this evaluation. The patient remains ongoing on vad support. The heartmate 3 lvas IFU explains all pump parameters. This document and the heartmate 3 patient handbook explain all system alarms, including the lvad fault alarm, and the recommended actions associated with them. Both of these documents also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning, as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that interrogation of the system controller log file showed multiple episodes of 0 flow 0 speed 0 pi and only a power reading. The manufacturer's technical services representative reviewed the log file and reported that the events seen in the log file may be caused by an intermittent issue with current sense measurement circuit on the pump. No further information was provided.